Manufacturer narrative:
(B)(4).

Event description:
It was reported " the pump alarmed intraoperatively, and after repeated treatments to no avail, the balloon was found to be ruptured after withdrawal of the catheter, which was replaced with a new set of catheters". Additional information states that the replacement catheter was placed in the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Event description:
It was reported " the pump alarmed intraoperatively, and after repeated treatments to no avail, the balloon was found to be ruptured after withdrawal of the catheter, which was replaced with a new set of catheters". Additional information states that the replacement catheter was placed in the same insertion site. No patient injury or consequence reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "the balloon was found to be ruptured after withdrawal of the catheter" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.